Event description:
It was reported that the customer experienced intermittent occlusion alarms since. The customer resolved occlusions by removing the cartridge, blowing air on it, and resuming insulin. No adverse impact on the customer¿s blood glucose level was observed, with levels staying below 500 mg/dl or the cgm not reading ¿high.¿ despite multiple attempts to resolve the occlusions, they continued and a replacement pump was recommended. The customer continued to use the pump for insulin therapy.